Event description:
Cerebrospinal fluid (csf) leakage after implantation of device was reported on a (B)(6) female patient who underwent a posterior fossa surgery for a chiari malformation type ii on (B)(6) 2016. Duragen and duraseal were reported to be used for the surgery. The csf leak started 8 days after the surgery. The patient was readmitted to the hospital on (B)(6) 2016 and had the second surgery on (B)(6) 2016. The surgeon commented that the "matrix was like disintegrated, with a lack of conformability. The surgical site was dry before the application of the product". Patient is still currently at the hospital until her complete recovery. Additional information received on 02sep2016 with the following from the distributor: duragen plus was being used. No company technician was present at this surgery because the surgeon was supposedly trained during the workshop organized and he just asked to avail able the product for him. Duragen was considered to be easy to apply. With regards to the duraseal, the surgeon was trained on the assembly. The safety margin of 1cm at least was respected upon applying the duragen according to the surgeon. The distributor stated they will recommend from now on the suturable version for posterior fossa. It was the first time he used duragen but he used other products before. In the second operation, no product was used; only autologous graft. According to the surgeon, the matrix did not adhere nor form a tight closure. Additional information received on 10sep2016 from the distributor: "the patient is good now , after the second surgery (we put autograft)" linked to mfg. Report number: 1121308-2016-00018.

Manufacturer narrative:
Integra has completed their internal investigation on 15mar2017: the product was not returned for evaluation. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Historical complaint data displayed not trend for the complaint mode. Conclusion: without the physical product, a definitive root cause could not be identified.